Manufacturer narrative:
Bottle 5 (ethanol) was not in contact with the corresponding sensor for 60 and 12 seconds between 23:29pm and 23:31pm on (B)(6) 2016; and contact with the sensor was re-established on each occasion. The <inserted bottle configuration> dialog box would have been displayed on the instrument monitor on both occasions when bottle 5 was re-inserted into the instrument. Event codes recorded between 01:52am and 01:53am on (B)(6) 2016 indicate that the reagent from bottle 5 (ethanol) scheduled for use in the "factory 2hr xylene standard" protocol started in retort a at 18:08pm on (B)(6) 2016 was unavailable, because a user had not responded to the <inserted bottle configuration> dialog box displayed on the instrument monitor at 23:31pm on (B)(6) 2016. The instrument functioned as designed by substituting bottle 7 (ethanol) and successfully filling retort a. The codes recorded are advisory notifications, which did not interrupt the protocol. The station properties for bottle 5 (ethanol) were reset by a user at 04:13am on (B)(6) 2016. Resetting the reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. The properties of the reagent in bottle 4 prior to this action were: ethanol, concentration=82.8%, cycles=131, cassettes=5460, days=99. At 04:13am on (B)(6) 2016, a user responded to the <inserted bottle configuration> dialog box displayed on the instrument monitor by affirming in the instrument software that the default concentration of 100% was to be set for bottle 5 (ethanol). Based on the information provided by the complainant and contained in the instrument logs, it was determined that sub-optimal tissue processing reported was derived from the "factory 2hr xylene standard" protocol started in retort a at 18:23pm on (B)(6) 2016, which comprised 15 cassettes and completed successfully at 04:00am on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort b at 18:27pm on (B)(6) 2016, which comprised 85 cassettes and completed successfully at 04:00am on (B)(6) 2016. The reagent in bottle 5 (ethanol) was used for the first time in the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 18:27pm on (B)(6) 2016; and was subsequently also used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 18:23pm on (B)(6) 2016. Although the user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default value of 100% at 04:13am on (B)(6) 2016, the ethanol concentration measured by hydrometer following completion of these protocols was 87%. This finding indicates that a use error occurred during the interaction between the user and the instrument prior to commencement of the "factory 2hr xylene standard" protocol started in retort a at 18:23pm on (B)(6) 2016 and the "factory 8hr xylene standard" protocol started in retort b at 18:27pm on (B)(6) 2016, from which sub-optimal tissue processing was reported. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 5 (ethanol) was used for the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 18:27pm on (B)(6) 2016; and the "factory 8hr xylene standard" protocol started in retort b at 18:27pm on (B)(6) 2016. The minimum final reagent concentrations required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of both the "factory 2hr xylene standard" protocol started in retort a at 18:23pm on (B)(6) 2016 and the "factory 8hr xylene standard" protocol started in retort b at 18:27pm on (B)(6) 2016, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error which occurred during the interaction between the user and the instrument prior to commencement of the "factory 2hr xylene standard" protocol started in retort a at 18:23pm on (B)(6) 2016 and the "factory 8hr xylene standard" protocol started in retort b at 18:27pm on (B)(6) 2016, from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue from a two (2) hour xylene protocol comprising 15 biopsy cases, which started in retort a on (B)(6) 2016 and completed on (B)(6) 2016; and an eight (8) hour xylene protocol comprising 86 cassettes containing mixed tissue types, which started in retort b on (B)(6) 2016 and completed on (B)(6) 2016. The complainant described the samples which had been processed in retort a as "burnt"; and the samples which had been processed in retort b as "slightly dry". A leica field support specialist (fss) provided telephone support in relation to this complaint on 16 and 17 april 2016; and attended the laboratory on 26 april 2016. Following review of the instrument logs, the fss requested that the laboratory obtain a manual hydrometer reading of the ethanol concentration in bottle 5. The measured ethanol concentration in bottle 5 was 87%; and the concentration calculated by the instrument software, which is based on data entered by a user, was 100%. The fss noted the presence of approximately 30ml of fat residue in bottle 5 (ethanol); and reported that the several of the reagent threshold settings were not in accordance with the manufacturer recommendations for xylene processing. The fss revised the reagent threshold settings to match the manufacturer recommendations; and provided laboratory staff with refresher user training which focused on instrument maintenance and the reagent replacement process. On 15 april 2016, leica biosystems received information that all tissue samples involved in this complaint were diagnosable.